Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: based on the available complaint information and log file analysis, a fan failure was detected, and the device alarmed accordingly. The customer subsequently ordered a replacement fan, suggesting a suspected hardware issue. Despite several follow-up attempts (three in total), no confirmation or feedback was received from the customer regarding the resolution of the issue. Due to the lack of further information, the root cause can only be assumed to be related to the fan. In the absence of additional input or investigation data, no further action can be taken at this time, and the case is therefore considered closed.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "fan failure occured." (2)health impact: no patient involvement: no health consequences or impact and no clinical signs, symptoms or conditions occured.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "fan failure occured." (2) health impact: no patient involvement: no health consequences or impact and no clinical signs, symptoms or conditions occured.